Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this lead was exhibiting pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was found to be fractured. The distal portion of the lead was in was in the right atrium and the proximal portion was still attached to the device. A new lead was implanted without further incident. No adverse patient effects were reported. The lead was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead under complaint was received for analysis in two segments. The inspection of the lead segments revealed a damaged insulation at 18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The inner and outer conductor coils were found fractured. This damage can be considered to be the root cause for the high impedance. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.